Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer.

Event description:
A medtronic representative reported that the ratchet handle and socket drive tools were missing from the imaging system. No patient was involved when this issue was discovered. Replacement tools were shipped to the site¿s biomed technician to ensure the system¿s door can be opened manually whenever necessary.